Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the rotating coupling was separated from the connector, hl swivel return, the rotating coupling was not received with the sample. Also, the od (outer diameter) of the swivel return connector was measured; it was below the current specification. The root cause of the reported issue was deemed to be supplier-related; the outside diameter of swivel return connector was under the specification. The following action was taken: the supplier was notified to request root cause analysis and corrective actions.

Event description:
It was reported that, during a pre-use check on the product, the collar part of the luer lock connector of patient side connection portion came out of it vigorously. No patient injury was reported.